Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the vessel locator wings was confirmed. Based on visual and functional testing of the returned device, there is not an indication of a product deficiency. Although a conclusive cause could not be determined for the failure to deploy the vessel locator wings it was noted that the use of the device in the calcified tissue may have exceeded the devices design limits and caused the carriage to disband from the obturator shaft. A review of the lot history record revealed no non-conformances for this lot that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - patient selection. The starclose se device was deployed in a mildly calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the plunger could not fully depress, therefore the locator wings could not be deployed. The starclose se device was removed from the anatomy and hemostasis was achieved using manual arterial compression. The patient also received a thrombin injection. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.